Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that a crimped tubing led to elevated blood glucose levels on (B)(6) 2025. The high blood glucose was treated by addressing the issue with the insulin pump. No further information was available.